Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer continued to use current pump for insulin therapy. The customer reverted to an alternate method in insulin therapy.